Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned for failure analysis investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information becomes available. Based on the information available at this time, this is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke while inside the patient during a da vinci-assisted procedure. At this time, it is unknown what caused the breakage to occur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that, the fenestrated bipolar forceps stopped working and broke while inside the patient. The instrument had 5 out of 14 lives remaining. The procedure was completed. No further details have been received as of the date of this report.